Manufacturer narrative:
The device is included in the battery performance alert advisory issued by(B)(4) on (B)(6) 2017.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician. The device will remain implanted and patient will be monitored.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and awaiting explant. Further information was requested, but not yet available.